Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust the stimulation with the programmer. The patient also experienced coupling and/or communication issues with the recharger. The use of the antenna locate feature resulted in a power on reset (por) being displayed on the recharger. This, then, led to the normal recharging screen. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.